Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Rmas issued for two caster locks. Replacement caster steinco total lock 5in shipped to site (B)(4) 2012. Replacement caster steinco total lock 5in was returned to manufacturer unused. Replacement caster shipped to site (B)(4) 2012. Medtronic evaluation of returned suspect caster steinco total lock 4in finds the plastic cap that holds the threaded stem to the caster has cracked, causing it to separate from the caster. This physical damage directly caused the event.

Event description:
A medtronic representative reported the caster broke off of the stealthstation s7 system cart. There was no patient present.